Manufacturer narrative:
Additional FDA coding being added after investigation of device. Adding component code 568. This is a follow up report to add this additional code. Additional FDA coding being added after investigation of device. Adding additional type of investigation code 10. This is a follow up report to add this additional code. Device received for this event is being corrected from osseospeed tx 3.5s - 13 mm catalog # 24933 to tidesign 3.5/4.0 - ø 4.5,1.5mm catalog # 24285.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.